Manufacturer narrative:
Common name: dtl adaptor, stopcock, manifold, fitting, cardiopulmonary bypass. Product code: dtl. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the cap from the high pressure tubing came off, and contrast media and blood sprayed out. Another device was used to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.